Event description:
CT scan is recommended, as is re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the electrode was out of the cochlea. At explantation, it was found that the electrode was positioned in the eustachian tube/nasopharynx. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted on (B)(6) 2025. At explantation, it was found that the electrode was positioned in the eustachian tube/nasopharynx.

Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Re-implantation is planned, but no date has been scheduled yet.